Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 551 mg/dl and 124 mg/dl. No actions taken based on device results. No adverse event reported. On a different day, reporter stated that customer received the following results on 2 different meters within 1 minute: 295 mg/dl, 115 mg/dl (mobile system) and 124 mg/dl (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system. Device will not be returned.